Event description:
Pt is on chemotherapy for testicular relapse of all (acute lymphoblastic leukemia). They had just completed an infusion of a vesicant drug (adriamycin at 30mg/m2--total dose 45mg) through the 1 inch size lifeguard safety infusion set needle, when pink staining -more consistent with adria than blood- was noted on the portacath dressing. The dressing was removed, and the needle left in place. The skin was cleansed with soap and water. The pt had no undue tenderness, erythema, or swelling around the needle/port site. A new dressing was placed and the pt was sent to radiology for a dye study (fluoroscopy) to check the placement of the needle, port function, and to attempt to find the source of leakage.